Event description:
On (B)(6) 2007, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, an aortic extender component and a contralateral leg component were implanted to address both a proximal and distal type I endoleak. The endoleaks resolved and the pt is stable with no further complications.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.